Manufacturer narrative:
The reported malfunction could not be confirmed due to no return of the suspect device. No conclusion can be drawn at this time. Any additional information obtained regarding this event will be forwarded to the FDA.

Event description:
During bilateral breast augmentation with concentric lifts, the o.r. Staff heard a pop and saw a spark, patient received 3rd degree burn to right breast. Insulator came loose from the base of tip. The patient was sent home. No medical intervention necessary and no injury to user.